Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6), additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, purulent fluid around mesh, recurrent ventral hernia repaired with placement of new mesh, drainage of abdominal wall fluid, sinus tract, significant adhesions between the previous mesh in the underlying small bowel and omentum. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: on 10/27/04: (B)(6) medical center. (B)(6), md. ¿pt has noted a bulge to right inguinal area x 6 months associate w/ intermittent burning discomfort which has been worsening over time. Notes that bulge reduces while in supine position alleviating discomfort. No aggravating symptoms.¿ physical exam: abdomen: soft, nontender, nondistended, normal bowel sounds. No guarding, rebound masses/hernias. Extremities: right inguinal hernia, increases with valsalva maneuver, easily reducible, ~2cm in size. 1+ pulses. On 10/28/04: (B)(6)medical center. (B)(6), md. History of present illness: ¿this is a 70-year-old male with peripheral vascular disease who was scheduled for aortobifemoral bypass graft today. During his workup for this case, dr. Thomas his vascular surgeon, noted that the patient had a right-sided hernia. He requested that we repair this hernia following the patient's avsd today.¿ implant #1 procedure: aortobifemoral bypass graft, bilateral profunda endarterectomies, and trans-abdominal right inguinal hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial [no product ID provided]. Implant #1 date: (B)(6) 2004 (hospitalization (B)(6) 2004). On 10/28/04: (B)(6) medical center. (B)(6) md. Operative report. Assistants: dr. (B)(6) dr. (B)(6), residents. Preoperative and postoperative diagnosis: bilateral iliac occlusion with claudication. Anesthesia: general. Estimated blood loss: 400 cc. Indications: patient is a 70- year- old male with bilateral iliac occlusion. He is in need of an aortobifemoral bypass. He has lifestyle-limiting claudication. Procedure: ¿the patient was in supine position and his abdomen and legs were prepped and draped in the usual manner. After adequate general anesthesia, both groins were opened in the common femoral, superficial femoral, and profunda artery was dissected out. The abdomen was entered and explored. Valves were placed to the right side of the abdomen. Ng tube was in place. Retroperitoneum was opened. Aorta just below the renals was soft, and had a good pulse. The patient was heparinized and a size 14 x 7 graft was brought in the field and end-to-side anastomosis completed to the aorta just below the renals with 4-0 prolene. Limbs were then tunneled retroperitoneally behind the ureters into the groins. Extensive profunda endarterectomies were then performed with large plaques retrieved from both profunda arteries. End-to-end anastomoses were performed and spatulated with 6-0 prolene. ____ , forward flexion out the profunda flow to the sfa and a nice pulse was noted distally. Protamine was given to reverse the heparin. After adequate hemostasis, groins were closed in layers with monocryl. Protamine was given to reverse the heparin. After adequate hemostasis, groins were closed in layers with monocryl. Dr. Rishmany came in and repaired the right inguinal hernia; she will dictate this portion. Retroperitoneum was then closed with running monocryl. Bowels were placed back in the abdomen. Abdomen was closed with #1 pds. The skin was closed with skin clips. Dry dressings were applied. The patient tolerated the procedure well and had palpable pulses in the feet postop.¿ on 10/28/04: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: right inguinal hernia. Postoperative diagnosis: right indirect inguinal hernia. Anesthesia: general. Estimated blood loss: minimal. Specimen: none. Findings: indirect inguinal hernia. Procedure: ¿the patient was brought to the operating room following informed consent. Patient was placed in the supine position. He underwent aortobifemoral bypass graft by dr. (B)(6). Before the abdominal wall was closed, I was called into the room to repair the patient's right inguinal hernia. With the bookwalter retractor, I retracted the abdominal sidewall laterally, packed the small intestines superiorly and then incised the peritoneum overlying the inguinal floor. I then carefully dissected down to the pubic tubercle medially, cooper ligament inferiorly and then identified the spermatic cord. The patient was noted to have an indirect inguinal hernia which was reduced with gentle traction and then separated the indirect hernia sac from the spermatic cord and retracted it superiorly. I then placed a 7.5 x 10-cm sheet of dual mesh plus over the inguinal floor and tacked it into place inferiorly to cooper ligament, medially to pubic tubercle and superiorly to the abdominal wall. I did not place any tacks lateral to the spermatic cord in order to avoid any nerve injury. I then closed the peritoneum over the mesh with running 2-0 vicryl suture. Following this, dr. Thomas proceeded to close the abdominal incision.¿ product identification information for the gore device was not provided. Implant #2 preoperative complaints: on 7/5/05: dr. (B)(6). Perry-general surgery. (B)(6) m.d. Office visit. He is status post right inguinal hernia repair and abfb [aortobifemoral bypass]. He now has complaints of an incisional hernia. On physical examination, he has about a 20 x 20 cm epigastric mass with a palpable underlying fascial defect. Assessment: incisional hernia. Plan: recommended repair with mesh. The risks, benefits, and alternatives of the procedure were discussed with the patient. He stated understanding and agreed to proceed. On 8/8/05: (B)(6) medical center phoenix. (B)(6) md. Indications: ¿this is a 70-year-old male with a recent ab sb [abfb] who presented to my office with complaint of abdominal mass. He was noted to have a reducible ventral hernia and was scheduled for ventral hernia repair.¿ implant #2 procedure: repair of ventral hernia with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/03598174, 10cm x 15cm] implant #2 date: (B)(6) 2005 (hospitalization (B)(6) 2005). On 8//8/05: (B)(6) medical center phoenix. Laura rishmany champagne, md. Operative report. Assistant: (B)(6) md, resident. Preoperative and postoperative diagnosis: ventral hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Procedure: ¿the patient was brought to the operating room and following informed consent, he was placed in the supine position. He was endotracheally intubated by anesthesia. Std's were placed on his lower extremities. He was 1 gram of ancef IV. The abdomen was prepped and draped in the usual sterile fashion. I then made a vertical midline incision full thickness skin was incised. The subcutaneous tissue was dissected around the underlying hernia sac. The hernia sac was incised and the contents were reduced. The sac was noted to contain omentum. The underlying fascial defect measured 7 x 6 cm. The edges were freed up, both superficially and on the under surface of the fascia. I then placed a 10 x 15 cm dual mesh plus deep to the fascia. It was sutured into place with interrupted 0 prolene sutures. Hemostasis was gain with electrocautery. The fascia was loosely reapproximated with running 0 vicryl suture. The subcutaneous tissue was reapproximated with 3-0 vicryl. A 15 french round blake drain was placed into the wound. The skin was closed with 4-0 monocryl. The incision was covered with steri-strips and anesthetized with 0.25% marcaine. The patient tolerated the procedure well, was extubated in the operating room and taken to the recovery room in stable condition.¿ on 8/8/05: implant sticker. ¿gore dualmesh® plus biomaterial.¿ ref catalogue number: (b)(). Lot batch code: 03598174. W.l. Gore and associates. Relevant medical information: on 8/18/05: dr. (B)(6) general surgery. (B)(6) md. Office visit. Status post ventral hernia repair. Doing well without complaints. Incision is clean, dry, and intact. There is no sign of any infection. Assessment: status post ventral hernia repair. Plan: doing well, to follow up as needed. On 1/23/07: dr. (B)(6). Perry-general surgery. (B)(6) , md. Office visit. Presented with new complaints of recurrent ventral hernia. He has approximately a 10 cm mass around the umbilicus, nontender and non-erythematous. It is inferior to where his previous repair was performed. He has a recurrent ventral hernia. Plan: recommend a hernia repair with mesh. The risks, benefits, and alternatives of the procedure were discussed with the patient and he stated understanding and agreed to proceed. On 2/23/07: banner (B)(6) medical center. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent ventral hernia. Procedure: repair of recurrent ventral hernia with mesh. Implant: proceed mesh. Specimen: hernia sac. Indication: ¿ underwent repair of upper ventral hernia approximately a year ago. He is noted to have a lower abdominal ventral hernia and was scheduled for repair today. Procedure: ¿the patient was brought to the operating room following informed consent. He was placed in supine position. He was endotracheally intubated by anesthesia, given 1 gm of ancef IV. Scds were placed to his lower extremities. A foley catheter was inserted to his bladder. His abdomen was prepped and draped in the usual fashion. I made a vertical midline incision, full thickness skin was incised. Subcutaneous tissue was dissected down to the underlying hernia sac. I then dissected out the hernia sac, excised the majority of it. The underlying defect measured approximately 5 x 5 cm, but there was also several smaller surrounding defects, and once these were all combined the total size of the defect measured 15 x 10 cm. I then used a piece of proceed mesh, sutured it to the underside of the fascia with interrupted 0 prolene sutures. The fascia was reapproximated over the mesh with 0 vicryl. The wound was irrigated with kantrex solution. A 15-french round drain was left in the subcutaneous tissue. Subcutaneous tissue was closed with running 2-0 and the skin was closed with 4-0 monocryl subcuticular stitch. Incision was covered with steri-strips, sterile gauze. The patient tolerated the procedure, was extubated in the operating room, taken to recovery room in stable condition.¿ on 2/23/07: (B)(6) md. Pathology report. Tissue source: hernia sac, ventral. Gross description: ¿received are multiple fragments of fatty tissue aggregating to 4.0 x 4.0 x 2.0 cm. No distinct masses or lesions are identified.¿ final diagnosis: ¿tissue from ventral hernia - fibroadipose tissue from hernia sac.¿ on 3/7/07: (B)(6) medical center phoenix. (B)(6), md. Interventional radiology. Ultrasound guided drainage of superficial fluid collection. Initial sonographic interrogation revealed small amount of partially loculated appearing fluid subjacent to the incision site in the lower abdominal region. An area measuring approximately 4 x 0.9 x 3.1 cm inferior to the umbilicus was targeted. Two passes performed with removal of approximately 25 cc medium viscosity of red fluid. Impression: ¿successful ultrasound guided drainage, with removal of 25 cc of fluid, without complication.¿ on 3/7/07: (B)(6) medical center phoenix. Microbiology: wound culture, anterior abdominal wall fluid. ¿heavy growth methicillin resistant staphylococcus aureus.¿ on 3/8/07: (B)(6) medical center. Laura rishmany, md. Operative report. Preoperative and postoperative diagnosis: abdominal wound infection. Procedure: incision and drainage of abdominal wound. Indication: ¿¿ underwent a ventral hernia repair two weeks ago now with a wound infection. The wound has been draining therefore I opted to open the wound to assist with healing. Procedure: ¿the patient's abdominal wound was inspected. There was a small opening at the upper aspect, an area of drainage at the lower aspect. I opened both these areas, approximately 2 cm in length. A small amount of serosanguineous fluid was drained from both wounds. The wounds were packed with sterile gauze and covered with sterile gauze. The patient tolerated the procedure and will begin doing twice a day dressing changes with iodoform gauze.¿ on 3/28/07: (B)(6) medical center phoenix. (B)(6) md. Radiology. CT scan abdomen/pelvis. History: pain. Pelvis: there is hernia mesh seen in the ventral abdominal wall. An abdominal incision is noted. This is contiguous with some subcutaneous gas. There are mild inflammatory changes in the anterior subcutaneous fat consistent with surgical change. No recurrent hernia. No obstruction. There also appears to be a prior hernia repair in the right inguinal region. Impression: 1. No acute intra-abdominal or pelvic process. 2. Anterior subcutaneous stranding and a few foci of gas contiguous with an abdominal incision consistent with surgery change. On 5/22/07: dr. (B)(6). Perry-general surgery. (B)(6) md. Office visit. Presented for a wound check. He states that he had some more drainage from his incision. There is no erythema. The wound has not changed in size. It was repacked. Plan: new prescription for bactrim for two weeks. Follow up in one week for another wound check. On 5/29/07: dr. (B)(6). Perry-general surgery. (B)(6) md. Office visit. Presented for a wound check. The wound is still draining purulent fluid. There is no erythema. The wound is approximately 1 cm deep and 2 mm wide. It has contracted some but continues to have drainage. Plan: concern there is probably a mesh infection since the wound has continued to drain despite antibiotics and good wound care. Recommend considering exploration with mesh removal. Stated understanding but wished to continue wound care for a little longer prior to proceeding with surgery. On 6/5/07: dr. (B)(6). Perry-general surgery. (B)(6) md. Office visit. Presented for a wound check. States the wound drains on a daily basis. The wound looks good, no erythema. The induration on the left side has significantly improved and the size of the wound is also smaller. It appears to be approximately 3 mm deep x 2 mm wide. Plan: continue antibiotics and follow up in one week. On 6/12/07: (B)(6) . Perry-general surgery. (B)(6) md. Office visit. Presented for a wound check. The wound is actually healed over and there is no erythema. Plan: provided with one more week of antibiotics and then to be off antibiotics for one week prior to returning to the office in two weeks. On 6/26/07: dr. (B)(6) . Perry-general surgery. Laura rishmany champagne, md. Office visit. Presented for wound check. The wound is well healed, no longer draining. He has been off antibiotics for one week and there is no sign of infection. Plan: follow up as needed. On 7/3/07: (B)(6) . Perry-general surgery. (B)(6) md. Office visit. Presented for a wound check. States that his wound began draining last night. On exam there is approximately a ½ cm opening and some purulent drainage. He has evidence of a mesh infection. Plan: I recommended he returned to surgery for removal of the mesh. He stated understanding of the recommendations but does not wish to proceed with them at this time. He is going to follow up in one week for another wound check. He is to continue his doxycycline as ordered yesterday. Explant preoperative complaints: on 7/11/07: (B)(6) medical center. Laura rishmany champagne, md. Indications: ¿this is a 72-year-old male who underwent ventral hernia repair in january. He had a postoperative infection. He was with antibiotics but the infection persisted with a draining sinus. He was scheduled for excision of mesh today.¿ explant procedure: excision of mesh, ventral hernia repair with alloderm mesh and lysis of adhesions. Implant: alloderm x2. Explant date: (B)(6) 2007 (hospitalization dates unknown). On 7/11/07: (B)(6) medical center. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: mesh infection and ventral hernia. Anesthesia: general. Estimated blood loss: 100 cc. Specimen: old mesh and tissue culture. Procedure: ¿the patient is brought to the operating room following informed consent. He is placed in the supine position. He was endotracheally intubated by anesthesia, given a gram of of [sic] vancomycin preoperatively. Scds were placed on his lower extremities. Foley catheter was inserted into bladder. His abdomen was prepped and draped in usual fashion and made a vertical midline incision. I excised around the draining sinus and incised down to fascia. The draining sinus was excised. I identified the underlying mesh. The gore-tex mesh had purulent fluid around it. This was sent for culture and it was aspirated. The gore-tex mesh was easily removed. I then identified the proceed mesh which was placed at his last hernia repair. It appeared to be mostly incorporated but to be on the safe side I felt that I should remove the proceed mesh as well. Therefore this was excised. I had to do a significant amount of lysis of adhesions between the mesh in the underlying small bowel and omentum. At the end of the lysis of adhesions the small bowel was ran. There was no enterotomies identified. There was one small serosal tear which was repaired with interrupted 3-0 vicryl sutures. I reinspected the abdominal cavity. There is noted be good hemostasis. I then closed the wound with two pieces of 4 x 12 alloderm mesh. The alloderm was sutured together and then sutured to the surrounding fascia with interrupted o prolene sutures with an overlap between the alloderm and the fascia of approximately 2-3 cm in all directions. I then irrigated the wound with normal saline, placed a drain over the alloderm, closed the fascia over the drain with running 1 pds suture, irrigated subcutaneous tissue, left the skin open and dressed the wound with wet-to-dry dressing. The patient tolerated the procedure, was extubated in the operating room and taken to recovery room in stable condition.¿ on 7/11/07: [provider not listed] microbiology: tissue culture. Tissue from abdominal wall. Final report: scant growth methicillin resistant staphylococcus aureus. Gram stain: few wbc¿s seen. On 7/11/07: (B)(6), md. Pathology. Tissue source: a. Abdominal wound. B. Infected mesh. C. Omentum and mesh. Clinical diagnosis: infected ventral mesh. ¿specimen b consists of a rubbery sheet of synthetic mesh. No attached tissue is identified. The mesh is 12.0 x 9.0 x 0.1 cm. No distinct masses or lesions are identified. Representative sections submitted in bl. Specimen c consists of a fragment of fatty tissue with strongly adhesed synthetic mesh and multiple loose sutures. The specimen is 16.0 x 12.0 x 3.0 cm. Sectioning reveals foci of hemorrhage and fibrosis. No distinct masses or lesions are identified.¿ infected mesh: associated acute and chronic inflammation. Omentum: fibrosis with acute and chronic inflammation. Relevant medical information: 7/27/07-7/31/07: (B)(6) medical center. Inpatient hospital admission for fever. On 7/27/07: (B)(6), do. Radiology. CT scan abdomen/pelvis with contrast. History: questionable abscess. Comparison CT (B)(6) 2007. Abdomen: there is interval removal of the ventral abdominal wall hernia mesh. There is interval enlargement of the skin gap involving the ventral anterior abdominal wall with skin thickening and subcutaneous fat stranding. There is also minimal mesenteric fat stranding anteriorly immediately posterior to the anterior wall musculature. No discernible fluid collection within the intra-abdominal/intrapelvic or within the anterior abdominal wall. No free fluid, fluid collection or intraperitoneal free air. No evidence for recurrent hernia. Pelvis: stable changes of prior right groin hernia repair. Impression: ¿postoperative changes with interval removal of the ventral abdominal wall hernia mesh. No discernible fluid collection to suggest an abscess.¿ on 2/14/08: dr. (B)(6). Perry-general surgery. (B)(6)md. Office visit. Chief complaint: abdominal swelling. On examination his left upper abdomen does appear to have a reducible hernia measuring approximately 8 cm in diameter. It is nontender to palpation. Plan: recommended repair at his convenience. He wishes to defer that for now, but told him in the meanwhile it would help if he undergoes weight loss and abdominal support with abdominal binder or girdle. He is to follow-up when he decides to proceed with surgery. On 3/13/08: dr. (B)(6). Perry-general surgery. (B)(6) md. Office visit. He is ready to have repair of the ventral hernia. Risks, benefits and alternatives discussed. On 3/21/08: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: ventral hernia repair with mesh. Lysis of adhesions. Excision of abdominal wall scar. Implant: proceed mesh. Indications: ¿¿ with a recurrent ventral hernia, scheduled for repair today.¿ procedure: ¿the patient is brought to the operating room, following informed consent he is placed in supine position. He was endotracheally intubated by anesthesia. He had been given a gram of vancomycin IV preoperatively. Scds were placed on lower extremities. Foley catheter was inserted in his bladder and his abdomen was prepped and draped in usual fashion. I made an elliptical incision around his previous abdominal wall scar, pretty much from the xiphoid down to the pubis. Full-thickness skin was incised. The abdominal wall scar was excised and then dissected down to the subcutaneous tissue to the underlying hernia sac, sharply entered the peritoneal cavity through the hernia sac. There was noted to be multiple defects within the abdominal wall along the entire incision, connected all these defects together and the total defect measured 25 cm in length, and approximately 15 cm in width. I then mobilized the underside of the abdominal wall by taking down the adhesions with sharp dissection, freed prior raised skin flaps in all directions with electrocautery and then placed a large 30 x 20 cm piece of proceed mesh placed under the fascia and sutured in place with interrupted 0 prolene sutures. I closed the fascia over the mesh with running 1 pds suture, placed two 15-french round drains in the subcutaneous tissue, closed the subcutaneous tissue with running 2-0 vicryl, sutured the drains in place with a 3-0 nylon, closed the skin with 4-0 monocryl subcuticular stitch, covered the incision with steri-strips and sterile gauze. The patient tolerated procedure, was extubated in the operating room and taken to the recovery room in stable condition.¿ on 3/21/08: (B)(6) md. Pathology report. Tissue source: abdominal wall scar. Gross description: ¿received is a strip of skin measuring 24.0 x 2.5 cm, excised to a depth of 1.3 cm. A healed scar runs the length of the specimen. No distinct masses or lesions are identified.¿ final diagnosis: skin and soft tissue, abdominal wall: scar tissue. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."